Event description:
It was reported that a patient underwent an incisional hernia surgery with correction of an enterocutaneous fistula in 2009. About one year after placing mesh, the patient developed a new fistula and adhesion of the material. The surgeon opines that the cellulose was absorbed before the growth of the new tissue. As the result of the new fistula, another surgery was performed to repair the fistula, using another type of mesh.

Manufacturer narrative:
(B)(4) - fistula. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.